Event description:
A system operator reports the laser did not fire at the beginning of a procedure. The surgery was aborted, the system was rebooted and the surgeon was able to complete the surgery without further issue. The system operator reported the surgeon was satisfied with the pt's outcome, and the pt was not harmed or injured by this event.

Manufacturer narrative:
Reporting of this complaint at this time is based on receipt of a letter from the FDA dated april 10, 2008 in which the agency informed alcon that complaint (event date: 2006) should have been reported as a serious injury MDR. As a result of this injury report, a 2-year reporting timeframe was initiated for all complaints of the same type. All complaint files for the ladarvision4000 were reviewed for this type of event starting the same day. This MDR filing is a result of that retrospective review. Determination of root cause: assessment: the field service engineer (fse) was dispatched to the site to evaluate the laser. The fse reviewed the surgery database for that surgery and observed the high voltage enable signal was low. The fse observed pulse deviation while firing test pulses and the thyratron needed conditioning. The thyratron was conditioned and adjustments were made to the thyratron reservoir. The fse performed shot tests with no pulse deviation and then performed a system verification. No parts were replaced or returned for eval. Conclusion: based on this investigation and the results, the root cause of the reported event was component related, specifically the thyratron.